Event description:
The device shocked the pt repeatedly as it was re-detecting ventricular tachycardia. The device was seeing noise on the electrical lead, which looked like "make-break" signals consistent with an insulation break. Ventricular fibrillation was induced again and again a similar thing happened. This time a 10 joule shock was unsuccessful, but the pt was "rescued" with a 20 joule shock. Tehcnical svs for medtronic was contacted and they believe that there was an insulation problem distal in the lead between the rv coil and the bipolar sensing electrodes. They recommended placing a new lead.